Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a child was receiving feed via a kangaroo connect pump overnight and at approximately 0400h staff noted that the feed had leaked into the bed. The staff member was unable to measure the loss of feed but noted the bg to be low. The child is iddm and required a syrup bolus as rescue medication for hypoglycemia. The staff estimated that this occurred on the third day of use. There was no other medical intervention provided beyond the syrup bolus. The patient responded well to the syrup bolus and their symptoms resolved. There are no known further complications at this time.